Manufacturer narrative:
Product implicated is a 5 fr. Dual lumen catheter. Returned for evaluation is the catheter only. The catheter is in four pieces. Section 19 including the hub) measures 6.6cm. Section 2 measures 11.2cm, section 3 measures 39.3cm, and section 4 measures 4.4cm. The proximal and distal ends of the catheter are present. However, a small section of tubing near the distal end of the catheter is missing. The catheter tubing with the cm markings from 4cm through 10cm is missing. Lot history review indicates no unresolved mfg issues and two complaints of similar nature, which were recorded as user related. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point between section 1(hub) and sections 2 appears granular and dull. The tubing (section 2) is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. Under 50x magnification, the texture at the remaining separation sites are shiny with striations across the surfaces. These signs indicate these portions of the catheter were cut. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart while the pt was being turned. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The PICC was placed in obese pt. When the pt was turned on her side, the catheter snapped at the bifurcation. The catheter was removed.